Event description:
It was reported that the proximal end of the pusher assembly inadvertently broke during coil delivery which cause the implant coil detached in the catheter. The physician was able to push the detached coil into the aneurysm.no patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU).(B)(4).